Event description:
It was reported that the monopolar curved scissors instrument was not cutting correctly, it was dull. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken blade. The blade was broken at the tip. A piece measuring approximately 0.36mm x 0.50m broke from the tip. The broken piece was not returned. The instrument failed the cut test as a result of the broken blade. Additionally, the instrument was found to have a detached fragment. The fragment broke off from the tip of one of the instrument blades. The broken piece was not returned. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through the latex test material. The latex got snagged at the scissor tips. The blade edges are not indented or chipped; however, one of the blades was broken at the tip resulting in the failed cut test. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.). This issue can be resolved by using an alternate instrument to complete the procedure.